Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. The patient underwent successful revision surgery resulting in the implantation of a new device. The distal femur was in-situ for four years. There are no additional details available which definitively assign a root cause to the disengaged taper lock and subsequent fractured alignment lug. However, fractures are well recognized, late post-operative occurrences can be associated with excessive loads, impact or trauma in implanted patients. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
It has been reported that there has been a fractured alignment lug and disengaged taper lock in the mets. (B)(4).